Event description:
It was initially reported that the patient had their generator and lead replacement. The generator was a prophylactic replacement while the lead replacement was due to high impedance. The lead was reported to be broken; it unclear if a lead break was actually visualized. The generator and lead were returned to the manufacturer for evaluation. Product analysis is completed on the lead and has not been completed on the generator. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 331mm portion quadfilar coil 1 appeared to be broken approximately 296mm and 298mm from the end of the cut outer / inner silicone tubes and quadfilar coil 2 appeared to be broken at approximately 300mm and 301mm from the end of the cut outer / inner silicone tubes. Scanning electron microscopy was performed on quadfilar coil 1 coil break (found at 296mm) and identified the area on three of the coil strands as having extensive pitting and mechanical damage which prevented identification of the coil fracture type. The fourth quadfilar coil strand was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. Scanning electron microscopy was performed on quadfilar coil 1 coil break (found at 298mm) and identified the area on two of the coil strands as being mechanically damaged with pitting which prevented identification of the coil fracture type. The area on the remaining quadfilar coil stands was identified as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Pitting was observed on the coil surface. Scanning electron microscopy was performed on quadfilar coil 2 coil break (found at 300mm) and identified the area as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Scanning electron microscopy was performed on quadfilar coil 2 coil break (found at 301mm) and identified the area on two of the coil strands as being mechanically damaged which prevented identification of the coil fracture type and no pitting. The area on the remaining coil strands was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. A summary of the results can be found on figure 16. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the stated allegations of "fracture of lead(s) / explanted / due to lead break / high impedance". Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that product analysis was completed on the generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received that there was no manipulation or trauma and there are not going to be x-rays returned to the manufacturer for review.